Event description:
This valve was explanted because it was "too small". It was also reported that pt experienced an aortic aneurysm. Sjm 23cavg-404 was utilized to replace the valve. Add'l info has been requested.